Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file identified a low speed event, a specific cause for this event could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, this finding could be indicative of a potential driveline issue. The evaluation of the log file also identified elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured one transient low speed advisory/hazard event on (B)(6) 2019 at 07:04:59 am, associated with the pump speed decreasing to values as low as 2090 rpm. This event occurred while the system controller was connected to a power module, and power elevations up to 9.4 w were associated with the event. As an added observation, elevations in pump power and estimated flow were observed on (B)(6) 2019 and (B)(6) 2019, reaching values up to 15.4 w and 11.4 lpm. These events occurred at times when pi events were captured. The account communicated that the patient was on a grounded patient cable at the time of the low speed event. The patient did not report any symptoms at the time of the event. It was noted that the patient had already been issued an ungrounded patient cable and uses it regularly, but the patient did not have it inpatient at the facility. The patient had already been treated for short to shield, and although it was noted that there was sufficient driveline length to attempt another repair, it was recommended that the patient be managed by an ungrounded cable. Two ungrounded patient cables were shipped to the facility for use in these situations. The patient remains ongoing on vad-56847 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's previous drive line repair was reported under MFR#2916596-2018-00249.

Event description:
Log file analysis observed two low speed advisories. Speed drops were as low as 2090 rotations per minute. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Patient had prior drive line repair on (B)(6) 2017. It was determined that there is sufficient drive line length to attempt another repair should it be indicated. Patient is currently using an ungrounded patient cable however low speed events occurred while tethered on grounded patient cable. Patient has an existing short to shield and is at home on a non ground cable after a perc lead repair. No further information was provided.